Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient is rejecting the vns. The area "swells up, then gets red, and then the site opens." The physician performed a wash out of the wound. No product was removed, and the goal is to wait and see how the wound heals moving forward. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No additional surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
H6: type of investigation, corrected data: initial report inadvertently submitted with b20 code which should not have been added as device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Further information was received. Per the physician, the cause of the patient's extrusion is a foreign body response - specified to be a potential sensitivity reaction to the suture material that was used to anchor the generator down. The extrusion and allergic reaction are limited to the generator site. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and was sterilized prior to distribution.